Event description:
During a cryoablation procedure in (B)(6), the physician reported that during the freezing phase, ice grew from three needles and merged partially, but stopped growing. The physician thought the cooling power was inadequate and stopped the procedure. The distributor tested the needles and demonstrated that the needles functioned properly by making an iceball in gel. No defects were identified.

Manufacturer narrative:
The needles were not returned to galil; therefore, an investigation could not be completed on the needles. A service call was conducted on the system at the hospital by a galil medical authorized service rep. The investigation revealed that there was a gas pressure drop on the system at the hospital due to a clogged gas filter behind the one-way valve near the main dryer. The service personnel cleaned the debris from the filter, tested the system and found it to be functioning properly. The root cause of the debris could not be definitively determined, but it could be due to improper storage of the system allowing contamination to enter the system the occurrence rate for these types of events is very rare; galil will continue to monitor all complaints for any trends.